Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that the event occurred due to damage to the imaging section caused by physical stress applied by bending beyond the allowable range during use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had error e228. The issue was found during a diagnostic gastroscopy procedure. There were no reports of patient harm.